Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented with low r waves and increased threshold. The lead was repositioned, but prior to patient discharge, the same anomaly was seen. The lead was explanted and replaced. Physician felt the lead length was inadequate. The patient was discharged from hospital without further problems.

Manufacturer narrative:
Analysis was normal. No anomaly was found.